Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('been 6 months since I've gotten e hell out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly is almost gone") and fatigue ("I'm not as tired"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and fatigue was resolving. The reporter considered abdominal distension, fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('belly is almost gone /ebelly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), fatigue ("I'm not as tired"), amnesia ("memory loss") and depression ("depression"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the abdominal distension and fatigue was resolving and the amnesia and depression outcome was unknown. The reporter considered abdominal distension, amnesia, depression and fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- memory loss. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.